Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cap did not close, and it came off quickly. According to the user facility, there were no infectious disease reported due to the result of the event. There were no patient harm or adverse events reported.

Manufacturer narrative:
Five devices were received for evaluation. A functional test was performed and the reported issue was duplicated. The probable cause of the reported issue was that the silicone material may have migrated past the luer and when the filter-pro was attached, seeped onto the housing luer and thus resulted in a loose connection. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Five devices were received for evaluation. A functional test was performed and the reported issue was duplicated. The probable cause of the reported issue was that the silicone material may have migrated past the luer and when the filter-pro was attached, seeped onto the housing luer and thus resulted in a loose connection. The service history review had no indication that the complaint was related to a service of the device within the review period.